Event description:
A customer reported a malfunction on their insulin pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.